Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Infusion device display screen is damaged. Some pixels are missing, and this includes the area indicating insulin amounts. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No further information was provided. Product was requested for evaluation.